Manufacturer narrative:
H10: the device was received on 1/17/2019. One (1) used, list # 011-46110-71, transpac IV monitoring kit w/03 ml squeeze flush device, microclave, 0.3 ml safeset reservoir and blood sampling port was received for testing and investigation. The received set was confirmed to have an arterial tubing separation between the 24" tubing and a red female luer. There appears to be solvent on the end of the separated tubing; however, the insertion depth appears to be inadequate. A representative bond was pull tested between the 30" arterial tubing and female luer on the received sample and the tube pulled out of the luer at 14.4 lb, above the specification of 6 lbs. The tubing that was pull tested was compared to the tubing end that separated and it appears that the bond depth was about half. The two bond depths were measured using the solvent rings as the reference point for insertion depth, and it was confirmed that the separated tubing had inadequate insertion depth. The probable cause of the tubing separation is due to a manual bonding process error during manufacturing. The manufacturing batch review (mbr) could not be completed since no lot # was provided.

Manufacturer narrative:
The device is expected to be returned. It has not been received.

Event description:
The event involves a transpac IV monitoring kit w/03 ml squeeze flush device, microclave®, 03 ml safeset reservoir and blood sampling port that the line leading from the baby into the transducer became disconnected. The customer reported the set disconnected on an ex 27/40 day 60 baby with sepsis and meningitis, who subsequently bled from a radial arterial line with an estimated blood loss of 10ml. The customer also reported the neonate required a blood transfusion of one unit of packed red blood cells. The transfusion on the transducer line was sodium heparin per hospital policy. There was patient involvement, with adverse event, and unknown delay in critical therapy.